Event description:
It was reported that the healthcare professional had difficulty filling the pump and may have filled the pocket. The patient was sent to the emergency room (ER) and the pump was set to minimum rate. It was stated that the patient was in the ER with a reaction to the medication due to a pocket fill. It was noted that the patient had experienced overdose symptoms, though no specific symptoms were noted. The device system was delivering dilaudid. Two weeks later, it was reported that the patient had been refilled. At the time of report, the patient was 'fine' and was getting effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l78427, implanted: (B)(6) 2000, product type catheter. (B)(4).